Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm and system error (se) 2367 on the homechoice (hc) unit during dwell 2/5. The technical service representative (tsr) instructed the home patient (hp) to recycle power twice to clear the alarms. The hp confirmed he would discard the supplies and call his nurse regarding the air detection alarm and being connected. The hp also confirmed speaking to his nurse regarding how to finish therapy. On (B)(6) 2010 product surveillance spoke with the hp who stated he was feeling fine and was still vacationing. The hp stated he was using shorter tubing. The hp stated since he was on vacation using a taller table than his set up at home, this likely contributed to the disconnect. The sample was discarded; however, the hp provided a companion sample lot number. There was no injury or medical intervention reported. No additional information is available at this time.